Event description:
During PICC line insertion to left arm, the guidewire/introducer became lodged in pt. The guidewire was able to be removed without any injury to pt. The end of the guidewire had a small frayed area on the tip.